Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The following month, the cuff was replaced with a 4.5 cm cuff. During the revision, the cuff was tested and a pin point leak was visible. The patient was good and continent following the revision. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The following month, the cuff was replaced with a 4.5 cm cuff. During the revision, the cuff was tested and a pin point leak was visible. The patient was good and continent following the revision. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.